Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that numbers were scrolling up on their own. Customer's recent blood glucose reading was 228 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected numbers ramping noted during testing. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.